Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. Eval found the system error to be caused by severed motor screws. The motor assembly and screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.